Event description:
During a preventive maintenance, the company representative observed that the iabp modem failed and the iabp was not communicating with epic. No patient was involved.

Manufacturer narrative:
The company representative replaced the main pcb (part #0670-00-1152) and the old interface modem pcb was replaced with the new model (part #0670-00-0763). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The main pcb part was received by the manufacturing facility at (B)(4) and the failure analysis performed confirmed the failure. The board was repaired by the manufacturer. (B)(4).